Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient reported that the infusion set's tubing broke after one day of use, after start of his work. He has got the same issue with earlier sets. The site location was his belly and the pump was located on the warm body after work. The infusion had been used for one day. Further, it was stated that the tube broke and he got some dots, therefore he received less of insulin. Reportedly, the infusions were exposed to extreme temperatures and humidity, as he was working outdoors. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 04-apr-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4) event occurred in denmark on (B)(6) 2020, the patient reported that the infusion set's tubing broke after one day of use, after start of his work. He has got the same issue with earlier sets. The site location was his belly and the pump was located on the warm body after work. The infusion had been used for one day. Further, it was stated that the tube broke and he got some dots, therefore he received less of insulin. Reportedly, the infusions were exposed to extreme temperatures and humidity, as he was working outdoors. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.